Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed an error icon. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Hardware error was observed on the receiver display. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.